Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings, and hospitalization for high blood glucose levels. The customer states their pump has been reading different than the meter. The customer states their levels dropped and had to take glucagon to bring them back up. The customer's blood glucose reading was 369mg/dl and their sensor reading was 249mg/dl. The difference was not within the acceptable range. The customer was advised to replace sensor, and a replacement would be sent out. The customer states they are currently at the hospital for high blood glucose levels. The customer's blood glucose level was 369mg/dl. The customer was advised not to rely on sensor readings and to focus on meter readings. The customer will be removing the sensor once they are home. The customer was advised to call back if issues persist.